Event description:
Health care professional reported home patient was diagnosed with peritonitis while using the homechoice cycler for automated peritoneal dialysis therapy. According to health care professional peritonitis was caused by a leak along her catheter track internally. Health care professional states home patient was treated with antibiotics and her dialysis fill volume was reduced. Health care professional reports home patient states that homechoice device is not attributable to peritonitis or to the leak she developed internally.